Event description:
It was reported that the stent appeared longer. The 100% stenosed target lesion was located in the severely calcified and severely tortuous iliac artery. After a 0.035 inch non bsc guide wire crossed the lesion, an 8x66x75/ iliac 6f wallstent¿ rp endoprosthesis stent was advanced. However the shaft of this device came contact with the lesion and was unable to cross. The physician gave up the stent implantation and the device was removed from the patient. The physician deployed the stent outside the patient, the length of the stent was measure and appeared longer than 66mm. The procedure was completed with plain old balloon angioplasty (poba). No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Returned for analysis was a deployed stent and delivery device. The stent was kinked and compressed in its mid section and the stent wires were uncrossed at one end. When measured the stent length was 80mm. However, when the stent was placed on an 8mm mandrel, the stent length was approximately 63mm. However, due to the stent wire damage it was not possible to accurately measure the stent length. Stent length is relative to its diameter therefore a stent may appear longer if it is at a smaller diameter. The marker bands were confirmed to be in the correct position as per template. As stents are cut to the correct length in relation to the ro markerbands, this indicates that the stent was cut to the correct length. The stent dimensions specified on the product label refer to the deployed and fully opened stent. No issues were noted with the profile of the device that would have contributed to difficulties in crossing the lesion. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user preference. (B)(4).